Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had lost his motor sensation and was not able to move his legs after a permanent implant procedure. The physician believed that the paralysis was procedure related, and not device related. The patient underwent an explant procedure. The patient was able to have his motor sensation and move his legs.